Event description:
It was reported that during an esophagectomy procedure, when firing the device, it was unable to form any b shape staples. Instead, it managed to release them from the staple housing still in the open formation. The device was fired across the stomach. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.